Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh. No patient harm or delays. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On september 20, 2018, it was reported that the device was producing an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was july 3, 2018 where it was reported that the device was producing an incomplete mesh and the roller, worn bushings, worn side plates, carrier guide, and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher on september 26, 2018 revealed that the pre-test calibration and sample mesh sound not be taken due to the bent comb. The shoulder bolts, gear, and roller were damaged. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable, even after replacing the collars, bearings, and gear. The 1.5:1 ratio cutter, serial number (B)(4) has been deemed non-repairable 2 times prior. The 2:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) has been deemed non-repairable seven times prior. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 26, 2018 which included replacement of the roller, worn bushings, roller, washers, shoulder bolts, side plates, roller gear, comb, and screws. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was 2018 revealed that the pre-test calibration and sample mesh sound not be taken due to the bent comb. The 1.5:1 ratio cutter, serial number (B)(4) and 2:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review it was revealed that the pre-test calibration and sample mesh sound not be taken due to the bent comb. The 1.5:1 ratio cutter, serial number (B)(4) and 2:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and was deemed non-repairable. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.